Event description:
It was reported that during implant of the lead it was not possible to extend the distal helix out of the lead tip. Therefore the lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant of the lead it was not possible to extend the distal helix out of the lead tip. Therefore the lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.